Event description:
End-user reports a sore area accompanied by a couple of small itchy fluid filled blisters located at the superior edge of tape border to the right lower quadrant of the peristomal skin, for the past week or so. Product has been in use for many years.

Manufacturer narrative:
The event as described is deemed a serious injury because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder pt. Based on the risk analysis and related risk documentation in convatec's master harm's list, a serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure. It is reported that end-user has trimmed back the tape border, and has applied stomahesive powder. End-user was educated in how shear forces may contribute to skin breakdown. End-user was advised to reposition skin barrier in a diamond shape by using tape to extend the border so that the same area of skin is not always left exposed at tape border's edge. End-user indicates that she will start changing wafer orientation during each change, and agrees that the way it was initially done, might be the problem. End-user states that she will consult her et nurse if needed, but does not think it will be necessary. No additional pt/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.